Manufacturer narrative:
The serial number of the customer's cobas 4000 c311 stand alone system is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant antistreptolysin o assay results from one patient sample tested on the cobas 4000 c311 stand alone system. The initial result from the analyzer was 397 iu/ml, and was confirmed by reruns. The first repeat result from another laboratory's polymerase chain reaction (pcr) assay was 0.41 mg/l. The second repeat result from another laboratory's analyzer with a similar laboratory method to the reported assay was 276 u/l. The initial and second repeat results had the same clinical interpretation.

Manufacturer narrative:
On the field service engineer's service visit, he also replaced the sample probe as a proactive measure and calibrated the wash station.

Manufacturer narrative:
The customer received a new questionable tina-quant antistreptolysin o assay result from one patient sample tested on the cobas 4000 c311 stand alone system. On (B)(6) 2025: the initial result from the analyzer was 622 u/l. The repeat result from an external laboratory was 455 u/l. The field service engineer inspected the analyzer and did not find any issues. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.